Event description:
It is reported that a customer needed assistance reprogramming their pump because they received a bolus of 10 units when they should have gotten 20 units. The customer's blood glucose level was at 165 mg/dl. The customer was assisted with reprogramming the pump. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.